Event description:
It was reported by service report that the power cord plug had a broken ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - power cord plug with broken power prong.